Event description:
The customer reported that when a scotville handpiece and an e0018 cord were inserted into the generator, the unit continued to activate. There was no patient injury. To date, additional details regarding the incident have not been made available by the customer.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.